Event description:
Customer reported not feeling well. Device =161 mg/dl. Paramedics were called & 20 minutes later, their device = 35 mg/dl. Customer was taken to the hosp and treated with an IV and food. Customer remained in the hosp for 5 hours. No controls used. A request was made for return product and replacement product was sent.